Event description:
Small pneumothorax.

Manufacturer narrative:
Lot history record review: the complaint information was forwarded to pronet. Pronet reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the reported complaint is inconclusive. The reported complaint states a patient condition and not a product failure. Based on the reported complaint the ire single probe device functioned properly. The exact cause of the complaint is unknown. However, a pneumothorax is a relatively common experience during surgical procedures, particularly during ire ablations in the lung or in the liver near the diaphragm. This type of complaint will continue to be monitored for trend. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.